Event description:
After priming, nurse hit the prime test key. Machine stayed on prime test page for over 40 minutes before he decided to call for service. On the prime test screen, machine was still checking bld and numbers shown were not changing. The gts technician had the nurse reboot the system and then he was able to resume prime test and start treatment. Additional information was requested to assess the complaint. Specifically, the question of the possibility that the machine continued the prime test without being observed on the screen was raised. The reporter responded that nothing was moving or running as the event occurred during the prime test, not during treatment. The screen shown was the prime test screen frozen on the bld test. No blood loss was reported.

Manufacturer narrative:
The manufacturer is aware of the problem 'frozen screen' and corrections are to be implemented in future software upgrades. Further investigation into the inicident is ongoing. A follow report will be submitted. Once the investigation has been completed. No injury or clinical consequence to the patient was reported.